Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a pericardial effusion occurred. Following transseptal puncture with the brk transseptal needle, the dilator of the swartz braided introducer was noted to be in the pericardium. A pericardiocentesis was performed; however there was no blood return. The patient was observed for 30 minutes and remained stable. The ablation proceeded without difficulty and the patient remained in stable condition. There were no performance issues with any sjm devices. - waiting to see if reused devices